Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia repair procedure. The balloon was being used for the initial access. The balloon physically broke. There was no rapid loss of abdominal pressure due to the device issue. In order to resolve the issue and complete the case, they opened a new balloon. There was no patient harm. The patient outcome is alive, no injury.